Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was successfully implanted with a 9f amplatzer¿ trevisio¿ intravascular delivery system. After the procedure, the prep recovery nurse noted bleeding on the right groin access site, the access site used for the delivery system. Pressure was applied and a quick clot was used to successfully stop the bleeding. No additional information was provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Clinical study patient ID: (B)(6) pfo occluder pas, (B)(6)). It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was successfully implanted with a (B)(6) intravascular delivery system. After the procedure, the prep recovery nurse noted bleeding on the right groin access site, the access site used for the delivery system. Pressure was applied and a quick clot was used to successfully stop the bleeding. No additional information was provided.

Manufacturer narrative:
An event of bleeding on the right groin access site was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.